Manufacturer narrative:
Initial reporter: - changed phone number to (B)(6). Placeholder.

Event description:
Account reported that patient underwent lasik surgery in both eyes on (B)(6) 1998 at (B)(6) (not a the lasik center laser used). Presented at tlc (B)(6) 2014 for evaluation for an enhancement. During the exam the diagnose of ectasia in right eye more than left eye was made. Primary rx tx in ''98. -2.76 -2.03 x 022 right eye. -2.55 -1.35 x 180 left eye. Current status visual acuity sans corrected (vasc) 20/200 right eye, 20/100 left eye states distance vision has been changing x 3 years. Ph to 20/20 both eyes. Patient referred to corneal specialist to discuse options for managing ectasia.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.